Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. As received, only the distal portion was received in one piece, measuring 39.0 cm. Visual examination found one external insulation abrasion at 13.2 to 13.9 cm from the distal tip, consistent with friction to another device or feature of the patient¿s anatomy. Other damage found is consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.